Manufacturer narrative:
The device was returned, and an inspection confirmed the reported allegation which was due to faulty cable and imaging component failure [faulty charge coupled device unit (ccd-u) or imaging elements]. Additionally physical defect of the cable foot and air/water leakage was noted. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
An olympus representative reported on behalf of the customer, the camera head produced a bad quality noisy image during preparation for use for a transurethral resection of the prostate in saline (turis) procedure. The patient was under local anesthesia; however, there was no delay in the procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image appeared due to a faulty cable and faulty charge coupled device (ccd), the root cause of why the cable and ccd were faulty could not be determined. Olympus will continue to monitor field performance for this device.